Event description:
It was reported that the device was used during a cholecystectomy, the clips were not coming together tightly on tissue. When firing across tissue, the clip came out of clip applier before firing. Used two out of box with the same lot number. Finally pulled another one from a different lot to complete the procedure. Two days after the procedure, had to re-operate on pt due to bile leakage in abdominal cavity.